Manufacturer narrative:
(B)(4). Investigation: per the customer, the blood prime was not performed. Patient condition wasmuch better about half an hour after oxygen was given and the procedure was endedprematurely. The patient had no hives, rash, or allergic symptoms. Investigation evaluation and corrective action are in-process. A follow-up report will be provided.

Event description:
The customer declined to provide the patient information.

Event description:
The customer reported that a patient presented with tachycardia during a therapeutic plasma exchange (tpe) procedure. The doctor at the customer site acknowledged that the tachycardia was caused by the patient's condition, not the device. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. No unusual process variables were identified in the rdf and the signals indicate that the system operated as intended. The customer was visited to observe their practices. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: based on the evaluation of the spectra optia machine, analysis of the dlog, and the physician's evaluation of the patient, the cause of the tachycardia was the patient's disease state.

Manufacturer narrative:
Investigation: a terumo bct technician thoroughly checked the machine and confirmed proper functioning. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
This report is being filed to provide additional information.